Event description:
Following a renal stenting procedure, an angio-seal device was deployed. Hemostasis was not achieved and manual pressure was applied. A CT scan revealed retroperitoneal bleeding. The pt underwent surgery; the angio-seal components were removed from the subcutaneous tissue. The pt was reported to be recovering.